Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) reproduced the repeated c-34 error and replaced the defective integrated electricalsurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced when connected to a system. System logs showed iesu error 25913 c-34, indicating that the high frequency (hf) voltage was too low in the on state. Visual inspection revealed no findings related to the reported event. When the iesu was tested on a golden system in normal mode, the c-34 error occurred on startup. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the user reported a repeated error c-34 on erbe when powered up and during procedure. The site restarted erbe but error did not resolve. The surgeon continued using the system with intermittent interruption until procedure is completed with no reported injury.